Manufacturer narrative:
The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, corrected, and/or changed data: b.5., h.6.

Event description:
Healthcare professional additionally reported the implant was exposed coming out of the patient's breast.

Event description:
Healthcare professional reported a right side "rupture".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "abundant response of white liquid secretion yellow." The device has been explanted.